Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2019, 4017 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery- hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Implant state:ar removal state: ar. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: surgery type updated and narrative updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain female, dysfunctional uterine bleeding, cholecystectomy, anxiety, right upper quadrant pain, abortion (1), live birth (3) and multi gravida. Previously administered products included: lorazepam and clonazepam. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2019, 4017 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (1. Total vaginal hysterectomy with bilateral salpingectomy 2. Bilateral ovarian cystectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Implant state:ar removal state: ar. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49.2 kg. [Computerised tomogram abdomen] on (B)(6) 2009: exam: CT abdomen and pelvic finding: the appendix is difficult to visualize. What is thought to be the appendix is normal in caliber. There has been bilateral tubal occlusion. Impression: 1. Findings consistent with right sided pyelonephritis. 2. Abnormal appearance to the gallbladder. Clinical correlation for cholecystitis recommended. Gallbladder ultrasound could better evaluate the gallbladder. 3. Fullness to both adnexa, right greater than left. This probably reflects prominent ovaries.; on (B)(6) 2010: a CT scan which demonstrated to be a thickened gallbladder wall and stone in her gallbladder. There was some question of iradiographic changes in the right kidney that were consistent with cyst but could have represented a pyelonephritis. [Pathology test] (date unknown): surgical pathology report: specimen(s) received: 1. Uterus and fallopian tubes 2. Left ovarian cyst 3. Right ovarian cyst final diagnosis: 1. Uterus, cervix, bilateral detached fallopian tubes, hysterectomy: - benign secretory endometrium; - myometrium with prominent adenomyosis in the anterior uterine wall: - cervix with moderate to severe dysplasia (cin il-iil) involving squamous mucosa near the squamocolumnar junction with focal endocervical gland involvement; - ectocervical margins of resection are free of dysplasia in the sections examined: - detached distal fallopian tube segments with focal serosal inclusion cysts (up to 1 cm), scattered serosal adhesions, and fimbriated ends identified. 2. Left ovarian cyst partial oophoractomy: - hemorrhagic corpus luteum (1 cm). 3. Right ovarian cyst, partial oophorectomy: - benign, physiologically active ovarian tissue with a portion of a benign follicular cyst identified quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test.non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2019, 4017 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2019, 4017 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.